Event description:
It was reported that the device was used during a fundoplication, handle made noise. Instrument did not open and close correctly. Case was completed with same like product. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the device was returned with the blade scractched and cracked. However, no damage was noted to the jaws. The jaws opened and closed properly. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use.